Event description:
It was reported: pts original surgery date was in 2001. At follow up visit dr. Observed a complete radiolucent line under the tibial baseplate with pt complaining of pain. At revision surgery the femoral and patella component were well fixed, the tibial baseplate was grossly loose and exhibited a grayish membrane at bone interface.